Manufacturer narrative:
An icy catheter (s/n (B)(4)) was returned to zoll san jose on 09/16/2016 for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a syringe filled with water. No leak was noted when the catheter was pressurized with the syringe. Following the test, all balloons deflated successfully without any issues. Evaluation of the returned device did not confirm the customer reported issue. A root cause for the reported user experience cannot be determined. There was no patient injury or death attributable to this complaint. No additional action required due to this low frequency complaint.

Event description:
It was reported that icy catheter was placed in a patient hospitalized for post cardiac arrest. The saline bag was found to be empty on 4th day. No saline was noticed anywhere outside. Catheter use was discontinued. Patient is awake and neurologically intact. Patient was already rewarmed and therapy was completed upon removal with plans to use tylenol if fever noted. No adverse patient consequences were reported.